Event description:
Pt's mother informed pharmacy that pump alarms and doesn't stop with new batteries. New pump sent to pt. No stoppage in therapy or adverse event from pump malfunction. No other info is known. The reported product fault did not occur while in use with pt. The product issue did not cause or contribute to pt or clinical injury. Dose or amount: 44 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: i27.0.